Event description:
From staff: endostitch supply broke while doing a laparoscopic procedure, surgeon was able to retrieve the bit that broke off from device. New item opened to complete surgery. The faulty item was then placed back in original packaging for accountability and turned into front desk.